Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter lh 750 hematology analyzer was leaking diluent (volume unknown) from the vl46b I-beam tubing onto the counter. No system error messages were generated. The customer was wearing proper personal equipment (ppe), including a lab coat, gloves, and goggles. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No samples were affected or reported as a result of the leak.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with replacing the I-beam tubing at vl46b. The customer was instructed to call back if the problem continued. There has been no call back for this issue. Service was not dispatched as the customer corrected the issue through assistance with cts. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).